Manufacturer narrative:
The nihon kohden on-site employee reported that he had updated the software version from 02-20 to 02-22 in the central nurse's station (cns) and afterwards, the cns would reboot on its own and then came back up displaying a communication loss message. The cns would reboot on its own a second time and a third time and then would remain stable for about an hour and the issue would occur again. Nihon kohden on-site employee did troubleshooting and determined that the issue was likely related to the newer version of the software so at that point he downgraded the software to 02-20 version and the issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nihon kohden on-site employee reported that he had updated the software version from 02-20 to 02-22 in the central nurse's station (cns) and afterwards, the cns would reboot on its own and then came back up displaying a communication loss message. The cns would reboot on its own a second time and a third time and then would remain stable for about an hour and the issue would occur again. Nihon kohden on-site employee did troubleshooting and determined that the issue was likely related to the newer version of the software so at that point he downgraded the software to 02-20 version and the issue was resolved. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nihon kohden on-site employee reported that after updating the software version on the central nurse's station (cns) from 02-20 to 02-22, the cns rebooted on its own then came up displaying a comm loss message. The cns was then spontaneously rebooting on an intermittent basis. Troubleshooting revealed that the issue was likely related to the newer version of the software. Downgrading the software to version 02-20 resolved the issue. No patient harm was reported. Investigation summary: the customer reported that after they had upgraded their cnss from v02-20 to v02-22, the cns started rebooting at random times. The customer indicated that the cns would go into communication loss, freeze, and then reboot on its own. To temporarily address the issue, the cnss were downgraded back to v02-20. An irc was initiated to investigate the issue. The investigation from the irc identified that in v02-22, the cns may reboot when it is in a network where there is a telemetry server of enterprise gateway. This issue has been resolved and addressed in a newer software version, version 02-23. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 02/01/2023 emailed reporter via microsoft outlook for all items under the no information section. Reply was received stating that the cns does not store the patient demographics in its logs, so patient demograhic information is not available.

Event description:
The nihon kohden on-site employee reported that after updating the software version on the central nurse's station (cns) from 02-20 to 02-22, the cns rebooted on its own then came up displaying a comm loss message. The cns was then spontaneously rebooting on an intermittent basis. No patient harm reported.